Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. What were the indications for surgery? Bariatric surgery; obesity. What was the product code of reloads used throughout procedure and where was each used? Ecr60g; ecr60d; ecr60b. Please provide timeline of events (how long post op did leak occur). The doctor could not inform this. Were any staple formation issues noted throughout care of patient? No. Was buttressing material used? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. How was the leak identified? By tomography? How was the leak treated? Was any other treatment needed besides draining? The patient was referred for surgery and the bleeding was stopped and drained. What is the product code of stapler used? Ec60a; ecr60g; ecr60d; ecr60b. Did the patient experience a leak, bleeding, or both? Yes, the patient had bleeding. In the secondary procedure, what devices were used? In the second procedure, the bleeding was drained and stopped, we have no information about using jnj products. What is the patient bmi? We do not have this information. What is the current patient status? Patient was discharged last tuesday, (B)(6).

Event description:
It was reported that a patient who underwent sleeve gastroplasty, returned to the surgical block for presenting a fistula, was drained. Patient remains hospitalized.